Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 784887-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("chronic joint pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, arthralgia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptom. Tolerated placement without difficulty. Diagnostic results: on (B)(6) 2016:pathology: diagnosis: uterus, cervix and bilateral tubes. Cervical intraepithelial neoplasia iii. Ectocervical margin. Proliferative endometrium. Bilateral fallopian tubes without significant histopathologic change. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid) (product technical complaint). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 784887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("chronic joint pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, arthralgia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptom. Tolerated placement without difficulty. Diagnostic results: (B)(6) 2016:pathology: diagnosis: uterus, cervix and bilateral tubes. Cervical intraepithelial neoplasia iii. Ectocervical margin. Proliferative endometrium. Bilateral fallopian tubes without significant histopathologic change. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: events vaginal bleeding, menorrhagia are added. Lot number added. Lab data updated. Product, patient & reporter information updated. On 4-apr-2018: medical records received. Non significant fu : lab data updated. Concomitant conditioned are added. Patient , product & reporter information updated. Processed with fu 01. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 784887-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("chronic joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and loss of libido ("lost interest in sex / zero sex drive"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, arthralgia, vaginal haemorrhage, menorrhagia and loss of libido outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, loss of libido, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptom. Tolerated placement without difficulty. Diagnostic results: (B)(6) 2016: pathology: diagnosis: uterus, cervix and bilateral tubes. Cervical intraepithelial neoplasia iii. Ectocervical margin. Proliferative endometrium. Bilateral fallopian tubes without significant histopathologic change. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event "loss of libido" added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 784887-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("chronic joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and loss of libido ("lost interest in sex / zero sex drive"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, arthralgia, vaginal haemorrhage, menorrhagia and loss of libido outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, loss of libido, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptom. Tolerated placement without difficulty. Diagnostic results: (B)(6) 2016: pathology: diagnosis: uterus, cervix and bilateral tubes. Cervical intraepithelial neoplasia iii. Ectocervical margin. Proliferative endometrium. Bilateral fallopian tubes without significant histopathologic change. This lot number 784887 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 784887-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and uterine prolapse. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("chronic joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and loss of libido ("lost interest in sex / zero sex drive"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, arthralgia, vaginal haemorrhage, menorrhagia and loss of libido outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, loss of libido, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptom. Tolerated placement without difficulty. Diagnostic results: (B)(6)2016:pathology: diagnosis: uterus, cervix and bilateral tubes. Cervical intraepithelial neoplasia iii. Ectocervical margin. Proliferative endometrium. Bilateral fallopian tubes without significant histopathologic change. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : event "loss of libido" added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain") and arthralgia ("chronic joint pain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.